Event description:
The rep reported the device was used during a total abominal hysterectomy, bilateral salpingoooherectomy-debulking. It was reported the mcm20 misfired and clips were air-born out of the applier. A second clip applier was opened to complete the case. There was no consequence to the pt.